Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: the battery cap was not returned with the pump. The battery compartment was found to be undamaged. A test battery cap was used and able to properly secure to the pump for testing. During investigation, the pump was powered on to a blank display with normal audible tone and vibration. The pump cover was opened and the electronically erasable programmable read-only memory (eeprom) component was observed to be cracked/damaged. Further software analysis confirmed that eeprom failure was the cause of the blank display. The original complaint of an intermittent power issue was unable to be duplicated due to the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.